Event description:
It was reported that a continuous glucose monitor displayed error message 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset error did not recur and customer successfully started new sensor session.